Event description:
The event involved a a smallbore bifuse ext set w/2 microclave¿, 2 clamps, it was stated that the bifuse was leaking around the blue mircroclave during normal saline flush. There was no report of harm

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Received one (1) used b33099 smallbore bifuse extension set w/2 microclaves for inspection. No defects or anomalies noted. The set was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.